Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing on the right ventricular (rv) and right atrial (ra) lead channel. The rv lead have been implanted for 20 years. The technical services (ts) recommended to reprogram but additionally there it is suspected of outer insulation impairment within a pocket caused by contact between connectors or the crt-d. This device remains in service. No adverse patient effects were reported.